Manufacturer narrative:
The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged on (B)(6) 2017 for a shorter lens and the problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear and red residue on lens). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.5/+2.0/169 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting and the lens is planned to be exchanged at the end of (B)(6).